Event description:
During an in-clinic follow-up, episodes of high capture threshold were observed on the left ventricular (lv) channel. The device was reprogrammed. Later that day, the patient experienced a serious trauma and blood loss unrelated to the abbott device or the recent in clinic follow up. The patient entered ventricular tachycardia and ventricular fibrillation. The device successfully recognized the arrhythmias and delivered multiple high voltage shocks, however, the device was unable to convert the arrhythmia. The patient passed away due to the trauma/blood loss. No device malfunction was alleged against the device, and the device was not alleged to have caused or contributed to the patient's passing in any way. The device behaved appropriately according to its programmed settings.